Manufacturer narrative:
Exemption number e2016018 b. Braun inc. (Bbmi) (importer) is submitting the report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun medical inc. Internal report number(B)(4). The used power supply was received for evaluation. During the initial visual examination it was discovered that the power supply exhibited signs of thermal damage. Upon further evaluation, it was determined that the pins on the primary adaptoer were damaged in a way that caused them to lose connection with the board inside the power supply. The loose connection between the pins and the internal board of the power supply caused the thermal damage. Based on the condition of the power supply when it was received, the cause of the disconnection between the pins and the board was most likely the result of the power supply being dropped several times. No adverse quality trends of this nature were identified during the complaint review process for the reported catalog number. If additional information becomes available, a follow up report will be submitted.

Event description:
As reported by user facility: damaged power cord.